Event description:
It was discovered that a pump had an insufficient amount of grease applied to the cams. There was no pt involvement related to this issue because the deficiency was found by the technicians at baxter (B)(4) during a device evaluation.

Manufacturer narrative:
(B)(4). Baxter evaluated this device and found that no grease was applied to the cams which were causing wear on the fingers and valves. Before disassembly, the pump passed flow testing per spectrum preventative maintenance procedure. The device also passed additional flow rate testing. The mechanism assembly and door will be replaced.